Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated while in initial drain they disconnected the patient line extension and then reconnected to the patient line. The hp the power cycled hc. The hc alarmed system error 2367 occurred. The technical service representative (tsr) had the home patient (hp) the power cycle hc. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of system error 2240. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient stated while in initial drain they disconnected the patient line extension and then reconnected to the patient line. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.